Manufacturer narrative:
Service was not requested. Beckman coulter gpts (global product technical support) was consulted and indicated that the co2 instructions for use (IFU) does not list ldh or lactate as a possible interferent for co2. Based on the available information, the probable cause is unknown. There is no evidence of a system or reagent malfunction. The investigation is in progress. Per medical review, the reported death is not attributed to a bec instrument or reagent. There was a delay in change in ccrt because serum co2 was falsely high on 30july-31july. Per the customer, ¿three days later¿ the patient passed away. This case is being reported as a serious injury because there was a reported delay in change of treatment, specifically a change in dose in crrt due to the patient¿s serum co2 being falsely high. There was a report of a patient death, however, there is no information that reasonably suggests that the falsely high results may have caused or contributed to the death. Internal and external medical reviews of the case indicated that the patient was severely ill and had several comorbidities that likely impacted the patient¿s outcome. Section a2, a3, a4, a5 and a6: information not provided by customer. Th beckman coulter internal identifier is (B)(4).

Event description:
It was reported by the customer that there was erroneously high carbon dioxide (co2) patient results while using the dxc 700 au chemistry analyzer. The customer indicated that the co2 results from the arterial blood gas were "significantly different" than the total co2 measured on the beckman coulter dxc 700 au analyzer. The customer also indicated that the patient was "very sick" with multiple morbidities. Per the customer, the patient was suspected to have high lactate dehydrogenase (ldh) and lactate (lac) results. The customer reported a possible delay in changing the dosage of continuous renal replacement therapy (crrt) due to the erroneously high co2 results. The customer reported the patient passed away.

Manufacturer narrative:
Service was not requested. Beckman coulter gpts (global product technical support) was consulted and indicated that the co2 instructions for use (IFU) does not list ldh or lactate as a possible interferent for co2. Based on the available information, the probable cause is unknown. There is no evidence of a system or reagent malfunction. The investigation is in progress. Per medical review, the reported death is not attributed to a bec instrument or reagent. There was a delay in change in ccrt because co2 was falsely high. Three days later the patient passed away. This case is being reported as a serious injury because there was a change in treatment, specifically a change in dose in crrt due to the patient¿s co2 being artificially high. There was a report of a patient death; however, there is no information that reasonably suggests that the false high results may have caused or contributed to the death. Internal and external medical reviews of the case indicated that the patient was severely ill and had several comorbidities that likely impacted the patient¿s outcome. Upon follow-up with the customer on (B)(6) 2025, it was confirmed that the physician does not believe that this delay directly affected the patient¿s ultimate death but cannot be ruled out. The customer alleged the lactate dehydrogenase (ldh) result was extremely high. However, the last provided ldh result of 452 u/l was on (B)(6) 2025. No ldh results were provided on the day of the event. The customer indicated that bicarbonate reagent pn osr6237 lot 2707 exp: 01 march 2026 was in use at the time of the event. Beckman coulter r&d performed testing with bicarbonate reagent pn osr6237 lot 2707 for ldh interference on bicarbonate and confirmed bicarbonate had ldh interference. Customers received notification of field action letter, fa-25054, regarding ldh interference on bicarbonate. CAPA-001419 was initiated to further investigate ldh interference on bicarbonate. Section a2, a3, a4, a5 and a6: information not provided by customer. The beckman coulter internal identifier is (B)(4).